Manufacturer narrative:
(B)(4).

Event description:
Procedure: lesion exeresis of the retroperitoneal space with dissection of big vessels. According to the reporter: the devices cut without stapling during the same procedure. Another device was used to complete the procedure successfully.